Event description:
It was reported that the day after this right ventricular (rv) lead was implanted, the patient began experiencing chest discomfort with rv pacing. Upon evaluation, it was noted that threshold measurements had increased and lead impedance/sensing had drastically changed as well. The following day, the patient began to experience chest pain without rv pacing, as well. Rv lead dislodgement and perforation were suspected, however x-rays and fluoroscopy were inconclusive. The next morning, this rv lead was surgically repositioned successfully; the lead helix was retracted, the lead was moved to a position higher on the septum, and the helix was extended. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after this right ventricular (rv) lead was implanted, the patient began experiencing chest discomfort with rv pacing. Upon evaluation, it was noted that threshold measurements had increased and lead impedance/sensing had drastically changed as well. The following day, the patient began to experience chest pain without rv pacing, as well. Rv lead dislodgement and perforation were suspected, however x-rays and fluoroscopy were inconclusive. The next morning, this rv lead was surgically repositioned successfully; the lead helix was retracted, the lead was moved to a position higher on the septum, and the helix was extended. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms the morning after the initial implant. Later that same day, an rv impedance check revealed a lower measurement around 400 ohms. With respect to the previously reported sensing changes noted at the time of the high pace impedance measurements, it was clarified that sensing values were lower. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after this right ventricular (rv) lead was implanted, the patient began experiencing chest discomfort with rv pacing. Upon evaluation, it was noted that threshold measurements had increased and lead impedance/sensing had drastically changed as well. The following day, the patient began to experience chest pain without rv pacing, as well. Rv lead dislodgement and perforation were suspected, however x-rays and fluoroscopy were inconclusive. The next morning, this rv lead was surgically repositioned successfully; the lead helix was retracted, the lead was moved to a position higher on the septum, and the helix was extended. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms the morning after the initial implant. Later that same day, an rv impedance check revealed a lower measurement around 400 ohms. With respect to the previously reported sensing changes noted at the time of the high pace impedance measurements, it was clarified that sensing values were lower. This rv lead remains in service. No additional adverse patient effects were reported.